Manufacturer narrative:
An phaco tip was returned to particle lab for evaluation for the report of something like piece ultrasound (us) tip foreign material in eye postop removed. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The phaco tip was visually and microscopically examined by the particle lab. No defects, damage or foreign material was observed. The complaint evaluation does not confirm the foreign material. The root cause for why the customer reported a phaco issue cannot be determined from this evaluation. No action was taken as the phaco tip was manufactured to specification. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in g.1., g.2. Correction provided in h.10. A cannula inside vial with liquid was sent to particle lab for analysis. The cannula exterior and interior was visually and microscopically examined by the particle lab. No foreign material was observed. The particle lab never microscopically evaluated the liquid for foreign material, once the sample was received by the manufacturing site no liquid was present. The manufacturing site was not able to evaluate the liquid for foreign material or request the lab to evaluate the liquid. No phaco tip was returned and no foreign material was observed in the cannula and vial returned. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided. The foreign material was observed in the anterior chamber during a postoperative visit and removed the same day. The patient recovered with no issues.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported observing a foreign material that looked like a piece of the ultrasound tip in a patient's eye after the procedure was completed. A reoperation was performed to remove it. The surgeon reported there was no harm to the patient.